Manufacturer narrative:
No defects were noted on the sample.

Event description:
Customer stated he first wore brace around (B)(6) 2010. Brace was worn for about 4 hours. Customer noticed discomfort and removed brace. When brace was removed, area was red and bubbly. He stated it looked like a reaction that would be caused by poison ivy. Customer stated he saw doctor who gave him prescription. Name of prescription was not stated. Customer states area has gotten better, there is now minor scabbing. He wondered what the ingredients in product were. Customer has never had problem with other tru-fit products.